Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the suspected cause was a software issue, however it was not confirmed.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site's system was in the cranial application image acquisition task and "crashed" after the user had just selected the patient's 2 MRI exams to begin merge. Technical services (ts) clarified, the screen was unresponsive, went blank, then the error 64 message stating restart required appeared. The user acknowledged the message and the system booted into a blank screen with a blinking cursor on both monitors. Ts had the user perform a hard reboot, system booted directly into blank screen with blinking cursor. Second hard reboot attempted after system powered on for 2min, then shut down completely and unplugged from wall power for 10 seconds. Upon boot up, the user noted a grub menu appearing. In advanced options, ran "I' for ignore without resolution, the grub menu reappeared. The second attempt the user ran "f" for fix and system rebooted back to login screen. Ts confirmed the user was able to go into cranial and successfully merge the two exams where this issue was noted before.